Event description:
It was reported the patient was readmitted for probable bacteremia on (B)(6) 2024. The computed-tomography (CT) scan on (B)(6) 2024 revealed stable soft tissue/fluid. The patient was treated with meropenem. The bacterial culture was positive for pseudomonas and corynebacterium. Vancomycin was added on (B)(6) 2024. The patient was not a surgical candidate and not eligible for a ventricular assist device (vad) exchange. Palliative care was consulted. The patient was deemed do not resuscitate (dnr), but planned to continue with antibiotics. Care was withdrawn and the patient was to proceed with comfort measures. The vad functioned as intended. The patient passed away on (B)(6) 2024 secondary to sepsis and multi-system organ failure. The outcome was not device or therapy replated and no autopsy was performed. The vad was not explanted and would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
They experienced symptoms of fever, elevated white blood cell counts, and positive blood cultures. The computed-tomography (CT) scan on (B)(6)2024 revealed stable soft tissue/fluid adjacent to the outflow tract of the left ventricular assist device (lvad), which was not operable per cardiothoracic (CT) surgery. The patient also developed multisystem organ failure on (B)(6)2024 due to the driveline infection and experienced altered mental status.